Event description:
Rapid respond team (rrt) was informed by nurse that vent (draeger) was malfunctioning. When rt arrived at the room the nurse was bagging the patient and the vent screen was reading "iinsert disk reboot" and "cockpit failure." The ventilator still appeared to be ventilating the patient despite message on screen - screen was black with instructions to insert disk and reboot. Respiratory therapist turned the monitor (cockpit) off and then back on and was able to reset the alarms. Within 2-3 seconds it again said "cockpit failure" and went black. Got it back on again and put it in standby. A new vent was brought to the room and quickly replaced the malfunctioning equipment. Patient was hooked up to the new vent and resting comfortably.